Manufacturer narrative:
Insulin pump error 38 alarm during the rewind test due to jammed motor gearbox. Unable to verify insulin flow blocked/no delivery alarm and perform the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38 alarm. Insulin pump received with pillowing keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received delivery blocked problems. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.